Event description:
On (B)(6) 2010 patient reported that sometimes the up arrow button doesn't work. Troubleshooting found both the up and the down arrow buttons were not working correctly. Patient stated the buttons pop back up. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.